Manufacturer narrative:
No product will be returned for evaluation.

Event description:
On (B)(6) 2011, the pt reported experiencing insulin leakage and elevated blood glucose of 300 mg/dl since beginning of use of this type of infusion set. His normal blood glucose range is 150-200 mg/dl. He stated insulin leaks where the cannula is inserted and where the infusion tubing connects to the headset. The pt was sent a different type of infusion set. Upon follow up on (B)(6) 2011, the pt reported the replacement infusion sets resolved the issue. The pt did not require treatment from a health care professional or second party to address the issue. The infusion set was requested to be returned for evaluation.